Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that there were no numerics for the ECG. There was no reported adverse patient impact.